Event description:
It was reported that the device was prepped and granular matter visually observed on the implant. The coil was not used and was replaced with another coil to continue the procedure. No patient harm or injury was incurred. The issue was observed prior to use.

Manufacturer narrative:
A search for non-conformances associated with the reported part and lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded by the user facility and is not available to return to the manufacturer for analysis. Images were not available. Therefore, the alleged product issue cannot be confirmed. If additional information is received, a supplemental report will be submitted.